Event description:
It was reported that 2 syringe 10ml ll wwd experienced scale marking issues, broken/damaged plunger rods, and device damage/deformation while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: prior to use in the manufacturing, dented (damaged) barrels were found.

Manufacturer narrative:
H.6. Investigation: multiple zip lock bags were received containing loose 10ml syringes along with a few pieces of top web from batch #8315843 (p/n 301997). The samples were visually evaluated. A bag marked 1664428 was identified. Two syringes with identical matching barrel damage as in bags from another complaint were observed. These damages range from scuffs to dents to severe deformations and cracks. These damages were aligned with cracked plunger rod ribs underneath those areas and scratched off scale markings. The majority of the damage appeared to be between 5ml marking and the flange. The potential root cause for the damaged barrels/plungers defect is associated with the assembly process. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 8315843 is considered in compliance with our product specification requirements. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Bag marked 1664431. Two (2) syringes were observed to have between one and three black foreign matter particles in the barrel wall outside scale markings at the 9ml level. At least one particle on each syringe was larger than level 3 in size, which is rejectable per product specification. The fm appeared to be embedded. Two (2) syringes were observed to have between one and three black foreign matter particles in their plunger rods. The particles were smaller than level 3 in size and acceptable per product specification. The barrels were identified to be from mold m-78 and plunger rods from mold m-79. Potential root cause for the embedded foreign matter defect is associated with the molding process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 10ml ll wwd experienced scale marking issues, broken/damaged plunger rods, and device damage/deformation while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: prior to use in the manufacturing, dented (damaged) barrels were found.